Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer faulted message occurred during setup. The representative accessed the network device interface (ndi) toolbox and noted that the bump was highlighted and the internal temperature was within normal limits. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted, bump was highlighted. A1102 was coded for the localizer faulted message. The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The camera was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) had a scratch on the housing. The logs detected a bump and position sensor storage temperature exceeded limit. The psu passed an accuracy test(aak) at .142mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.